Event description:
The customer reported that the system displayed a generator error message and did not fully boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the power control cables. The system operates as intended.